Event description:
In this event it was reported that an x-smart endo motor did not auto-reverse. Event outcome is unk as of this MDR evaluation. However, there is no indication that injury resulted.

Manufacturer narrative:
Because eval of the unit involved is not complete as of this report and since this issue could cause or contribute to separation of a file which could necessitate medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function, it must be presumed that the device malfunctioned and that the malfunction would be likely to cause/contribute to a serious injury should it recur. As such, this event meets the criteria for reportability per 21 cfr part 803. The device is available for evaluation, though results are not available as of this report. Evaluation results will be submitted when they become available.